Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.

Event description:
It was reported to our country representative by a vns implanting surgeon in the (B)(6) that a vns patient is scheduled for revision surgery for a lead break on (B)(6) 2011. There is no data about the patient or the products yet. Good faith attempts are underway to determine who this patient is. Once further information is attained a supplemental report will be sent.